Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic proctosigmoidectomy procedure, the device with a green load was fired but the staples didn´t form and didn't cut in the distal part of the reload approx 1cm. They used another reload in this case but the staples form properly but didn't cut the tissue. The surgeon had to use scissors for cutting. They change the reloads and the stapler to complete the procedure. There were no adverse consequences for the patient.